Event description:
Patient is on continuous feeding via gastrostomy tube (g-tube). Patient seems restless. So registered nurse (rn) decided to change baby's diaper. After unswaddling, rn found mickey gt button dislodged and on top of baby's abdomen. Replaced defective gt button with the home supply at the bedside. Mickey button found outside of patient on abdomen. After examining the balloon, it would not hold air/water and deflates instantly after injecting with a 3ml syringe. G-tube button had fallen out completely. G-tube is a 12 fr mic-key 1cm button. Defective product will be sent to supply chain/biomed. Healthcare provider attempted to inflate mickey using the syringe, but the balloon immediately deflates. Unable to see if there is a puncture in the balloon.